Event description:
According to the reporter, during laparotomy abdominal wall scar hernia intestinal resection, according to the assisting physician, tension was applied to the intestine, and it was reported that the staple line became distorted twice in succession. Both the handle and the shell were replaced. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigpshell - sig power sigpshell control shell - lot# n5j1399y egia60amt - egia60amt egia 60 artic med thick sulu - lot# p5g0968 sigphandle - sig power sigphandle handle - sn: unknown sigadaptshort - sig power sigadaptshort lin short adapt - sn: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.